Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es remote manager door failed to unlock. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager box was barely hanging on to side of refrigerator. A field service engineer (fse) powered off the station and used the key to unlock it from the inseparable. The fse peeled the smart remote manager (srm) box from the refrigerator and removed the old double-sided tape from both the srm box and the refrigerator surface. A new double-sided tape was applied to the box, which was then aligned with the inseparable and reattached to the refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.